Event description:
The manufacturer received information alleging an error code, power vbus dropped, was found on a trilogy ev300 device. The device was not in use on a patient at the time of the occurrence. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation.